Manufacturer narrative:
Two patient samples, calibrator h (positive control) and calibrator z (negative control) were returned and tested on cardiac profiler lot w48350. Lot w48349 was unavailable for testing. Complaint states lot w48249 was used, however, w48249 does not exist. The correct lot was verified on the cra form from the customer. Results for tni on returned samples: sample 1: triage <0.05 ng/ml; access 2 not enough sample for testings. Sample 2: triage <0.05 ng/ml; access 2 0.02 ng/ml. No false positives or discrepant results were observed with returned samples. Cal z; all data points were below manufacturing cutoff. Cal h: all data points were within the manufacturing 2sd range, with a percent recovery of 91%. No high bias in recovery were observed for both cal z and cal h. Product support was unable to determine the cause of customer's false positive result. Reference method used on samples were the same as triage. Not enough sample was available to perform hama testing. As of (B)(4) 2011, one complaint has been reported for lot w48349. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (lab mgr) reported false positive troponin (tni) on triage cardiac profiler compared to another cardiac device. Pt was seen in emergency department. Troponin cutoff used was 0.12. Pt was admitted due to triage cardiac profiler results.